Event description:
A sales representative reported on behalf of a customer that, in a non-surgical event on 10dec25, the cd801, 5mm laparoscopic kittner, blunt dissector 40 cm length device was described as: ¿with the envelope sealed, it is observed that the swab does not remain in place and appears detached from the instrument.¿. There was no impact or injury to any patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event ¿the pad was detached while the device was still in the package¿ was confirmed. The device will not be returned for evaluation, but photographic evidence has been provided. Root cause cannot be determined, however, based upon the photos; a possible cause of this event could be excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that, in a non-surgical event on 10dec25, the cd801, 5mm laparoscopic kittner, blunt dissector 40 cm length device was described as: ¿with the envelope sealed, it is observed that the swab does not remain in place and appears detached from the instrument.¿. There was no impact or injury to any patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.